Event description:
It was reported that the customer was experiencing low blood glucose levels. The customer's blood glucose level was 37 mg/dl. She stated that she was trying to bring down her basal rates because she felt as if she was having a reaction to the insulin. The customer had not been feeling well and was on steroids for her high blood glucose levels of 33.2 mmol/l but experienced the low blood glucose levels as well. She tried to treat her low blood glucose by drinking an ensure. Customer was having trouble adjusting her basal rates and tried to decrease the increments and thinks she gave herself too much insulin. Assisted the customer with adjusting her basal rates and found out that she already had a temp basal rate running. Assisted her with changing her blood glucose levels from mmol/l to mg/dl. Advised the customer that she would need to speak with her health care provider as to how much she should increase or decrease or decrease her rates. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.